Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 13 cm and 14 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fracture (internal) leading to extravasation. We had an extravasation last thursday from an internal PICC fracture. The PICC was inserted at 5cm to skin. The day of treatment, the PICC was at 12cm to skin (I will need to confirm this with the treating nurse). Cxr on the day of the extravasation ¿ tip mid to distal svc. The fracture was 2 cm internally. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2024 removed (B)(6) 2024. Total length of catheter is 47cm. Inserted in basilic vein, 5cm exit site markings. Securacath used between the 4-3cm mark. Break was internal at 7cm mark 110 days after insertion. 3ml 2% cholrhex 70% alcholol used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 13 cm and 14 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fracture (internal) leading to extravasation. We had an extravasation last thursday from an internal PICC fracture. The PICC was inserted at 5cm to skin. The day of treatment, the PICC was at 12cm to skin (I will need to confirm this with the treating nurse). Cxr on the day of the extravasation ¿ tip mid to distal svc. The fracture was 2 cm internally. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2024 removed (B)(6) 2024. Total length of catheter is 47cm. Inserted in basilic vein, 5cm exit site markings. Securacath used between the 4-3cm mark. Break was internal at 7cm mark 110 days after insertion. 3ml 2% cholrhex 70% alcholol used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported fracture (internal) leading to extravasation. We had an extravasation last thursday from an internal PICC fracture. The PICC was inserted at 5cm to skin. The day of treatment, the PICC was at 12cm to skin (I will need to confirm this with the treating nurse). Cxr on the day of the extravasation ¿ tip mid to distal svc. The fracture was 2 cm internally. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2024 removed (B)(6) 2024. Total length of catheter is 47cm. Inserted in basilic vein, 5cm exit site markings. Securacath used between the 4-3cm mark. Break was internal at 7cm mark 110 days after insertion. 3ml 2% cholrhex 70% alcohol used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported fracture (internal) leading to extravasation. We had an extravasation last thursday from an internal PICC fracture. The PICC was inserted at 5cm to skin. The day of treatment, the PICC was at 12cm to skin (I will need to confirm this with the treating nurse). Cxr on the day of the extravasation ¿ tip mid to distal svc. The fracture was 2 cm internally. No other information was provided.